Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation was completed. This complaint is an ancillary service event. The increase intra-peritoneal volume (iipv) event was confirmed through an event history log review.  The cause was the minimum drain volume was set too low. The homechoice apd systems trainer¿s guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an iipv situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. Homechoice apd systems trainer¿s guide. Section 12 "programming a prescription" gives the warning that "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could cause an increased intraperitoneal volume (iipv) situation." The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume percentage too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation."

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified, which occurred during the therapy initiated on (B)(6) 2013 at 12:56:16. During night drain cycle four, the patient's ultrafiltration reading was 1547ml, indicating the patient drained 1327ml more than their maximum programmed fill volume of 2200ml. No additional information is available.